Manufacturer narrative:
The insulin pump received button error alarm due to corroded keypad traces. Unit received missing end cap sticker. Unable to perform basic occlusion, occlusion and excessive no delivery test due to intermittent button response. Unable to verify motor error alarm due to intermittent button response. However, motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.